Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 1 device was received. 4 device investigation types have not yet been determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device had run-on. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 5 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 5 malfunction events in which the device had run-on. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status 3 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device had run-on. - 5 events had no patient involvement; no patient impact.